Event description:
It was reported that this patient with a 21mm bioprosthetic pericardial aortic valve, implanted for approximately 11 years and 10 months, underwent a valve-in-valve procedure due to severe aortic stenosis. The tavr procedure was performed with a 20mm edwards transcatheter heart valve. The valve was deployed and seated well. The hemodynamics was excellent. Post operative echo revealed trivial aortic regurgitation. The patient was discharged on pod #2.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21 mm bioprosthetic pericardial aortic valve, implanted for 11 years and 10 months, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 20 mm edwards transcatheter heart valve. It was reported that the procedure and patient outcome were successful.